Event description:
Event description cpi received information that during a routine follow-up of a implantable pulse generator (ipg), using this application software, the device reverted to the back-up mode at a rate of 30 ppm. When the wand of the programmer was removed, the ipg returned to the original parameters. The patient became ill during the interrogation but recovered as soon as the wand was removed.